Event description:
Reportedly, this device was explanted after approx 4 mos due to device being defective and unstable, from compliance and safety rep at hosp.

Manufacturer narrative:
Device not returned.